Event description:
Boston scientific received information that during a routine device change out procedure, this chronic right ventricular (rv) lead displayed shock impedance measurements of greater than 125 ohms in coil to coil configuration. When programmed rv to can, the shock impedance measurement was in range. Boston scientific technical services discussed that there was likely an issue with the proximal coil. The lead was capped and a new rv lead was implanted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.